Event description:
A high blood glucose level was reported by the customer, with the value displayed as "high" but unspecified. Cause was not known. The customer addressed the issue by administering a correction injection via multiple daily injections. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.